Event description:
It was reported by the patient's relative that the patient had trouble after the first surgery because a lead was loose and had to be reconnected. Follow up confirmed the patient's lead became displaced after the procedure for an unknown reason and this displacement was corrected through medical procedure. No complications have been noted other than the discomfort the patient experienced. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.